Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and cleaned the luminometer and wash block. The cse performed quality controls (qc) and ensured that all results are in range. The advia centaur cp instrument is operational and the cause of the falsely elevated cardiac troponin I (tni-ultra) patient result is unknown. No further evaluation of this device is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni-ultra) patient result was obtained on an advia centaur cp instrument on (B)(6) 2018. The initial result was reported to the physician(s). The physician(s) did not question the result and provided ECG results. On the next day, a second sample from the same patient was run and the expected result was 0.00 ng/ml. The customer performed repeat testing of the original sample on the same instrument and on an alternate advia centaur xp instrument. The repeat results were lower. A corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the tni-ultra discordant patient result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00129 on 29-march-2018. Additional information (06-april-2018): siemens was informed of an additional patient sample, identification number (B)(6), that was run on the advia centaur cp instrument. The instrument produced a result of 0.000 ng/ml on 5-march-2018. The customer informed siemens that the laboratory uses two units of measure (ng/ml and ug/l) which are equivalent of each other and that the laboratory lis (laboratory information system) reports the value of 0.000 ng/ml as <0.02 ug/l. The result that was reported for this additional sample was <0.02 ug/l and considered an expected result. No further evaluation of this device is required.